Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission was received regarding inappropriate atp and hv therapy due to oversensing of noise. The therapy occurred during valvuloplasty surgery. Decreased high voltage lead impedance was also noted. It was concluded that the inappropriate therapy was a result of the valvuloplasty procedure.